Event description:
Customer reports receiving low readings. In blood glucose tests, customer received a meter reading of 135 mg/dl and lab reading of 275 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
A follow up report will be submitted, if the product is returned for evaluation.